Manufacturer narrative:
The table was examined by a berchtold field service technician. The table was visually examined and it was determined the hydraulic piston needed ot be replaced on the head section.

Event description:
It was reported that during a procedure the table's head section allegedly unlocked. There was no report of injury to the patient or delay in procedure.